Manufacturer narrative:
A ge service rep performed an on site investigation. The isd board, interconnect cable, and fuse f32 were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
There is no report of death or serious injury associated with this complaint. It was reported the system failed to boot up.